Event description:
The facility biomed requested information regarding a functional test of the device following an adverse event. The 2008k machine was used in morning just prior to this event without issue. Pre-treatment: pt's bp 122/59; hr 66 and had no complaints. (11:28) hemodialysis treatment initiated. Bp 117/57, hr 62 and treatment uf goal 3.9 liters. (12:33) bp 100/50, hr 61. Pt had no complaints. Uf removed 1072 ml. (13:06) bp 95/43, hr 45. No complaints reported, uf removed 1598 ml. (15:00) bp 104/44, hr 66 uf removed 3446 ml. (15:32) bp 92/46 total uf 3902 ml. At the end of treatment, pt sat up then "passed out." Pt's blood was returned. Pt was diaphoretic, with agonal respiratory pattern, bp 92/46, unresponsive; 800 ml saline given, 5l o2 given. Pt stopped breathing and lost pulse for a minute at which time CPR was discontinued. (15:35) pt responsive when ems arrived; transported to the hospital emergency department and evaluated. Pt was discharged to home, no admission required and returned to the unit for dialysis treatments. The clinic manager states that the hemodialysis machine did not cause or contribute to the cardiac event, but rather related to pre-existing medical conditions. There were no reported device malfunctions or alarms during the treatment.

Manufacturer narrative:
There was no reported or suspected device malfunction during the treatment. The device was evaluated by the facility biomed on (B)(6) 2012, and the fresenius regional equipment specialist (res) on (B)(6) 2012, with no failure or issues with functional checks. A medical review was performed on the available medical records and discharge summary from his hospitalization. There is no history of device malfunction or problems with the dialysis therapy which could have caused or contributed to this event. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.